Manufacturer narrative:
The user reported experiencing a high glucose event but did not check their blood glucose (bg) at the time, though they stated they felt symptomatic. The user provided an example from (B)(6) 2025, at approximately 9:15 pm, where the sensor glucose (sg) was 155 mg/dl and no bg value was available. A review of the data management system (dms) confirmed the sg value of 155 mg/dl with no bg entry at that time, and an alert history review showed that no high glucose alert was asserted, as the sg remained below the user-set alert threshold of 220 mg/dl. The user did not seek medical treatment and self-treated with insulin. Their healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance. In an associated case related to the user's complaint about sensor inaccuracy, it was observed that the system experienced transient optical instability across all four channels around september 6, 2025. This instability is the most probable cause of the inaccuracy observed by the user. Following the sensor re-link performed by the user, the raw sensor data showed that transient optical instability gradually resolved. A review of data from the two weeks following post re-link (september 10-24, 2025) confirmed good agreement between sg and bg values. The user also informed customer care that the system's performance had improved. B4.date of this report 07 dec 2025g3.date received by the manufacturer? 07 dec 2025h3. Device evaluated by manufacturer?yesh6. Type of investigation updated to 4121h6. Investigation findings updated to 3224h6. Investigation conclusions updated to 4315

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user reported a high glucose event and provided the following example: (B)(6) 2025, around 9:15 pm et / sg 155 mg/dl - bg not taken. After dms review, the following information was confirmed at the time of the event: (B)(6) 2025, 9:15 pm et / sg 155 mg/dl - bg not entered. The case was documented as a pm05 case because, although the user did not check bg at the time of the event, he experienced symptoms and self-treated to resolve the issue. After further review, it was confirmed that the user did not receive a high glucose alert because the sg value never exceeded the alert threshold.the user did not seek medical treatment and resolved the event by adjusting insulin dosing. The user's hcp is not aware of the event and was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system, and the information is up to date.